Event description:
It was reported that the patient returned post-op with an infection. The patient experienced redness, drainage, and incisional wound opening at the device pocket. A culture was obtained which revealed mrsa. IV antibiotics were administered, the total device system explanted, and the infection resolved.